Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned for investigation. From the provided picture taken just after the devices explantation (soiled implants), no additional information could be observed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that; a patient was booking in for a revision procedure due to ongoing pain and stiffness. During the dissection lots of fluid/ puss was seen and the decision was made to do a 2 stage procedure to clear the infection. Another revision procedure will be needed after the infection has cleared. No further information is available.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that; a patient was booking in for a revision procedure due to ongoing pain and stiffness. During the dissection lots of fluid/ puss was seen and the decision was made to do a 2 stage procedure to clear the infection. Another revision procedure will be needed after the infection has cleared. No further information is available.